Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that two holes were found in the brown part of the device. This issue was noted after taking out the catheter.

Manufacturer narrative:
(B)(4). Catalog # corrected to cv-17702-e. The customer returned one used two-lumen cvc for evaluation. Three ports were found on the catheter body, one for the proximal and two for the distal. Functional testing was performed by connecting each extension line of the catheter to the lab leak tester and clamping off the distal end of the catheter. There should be no liquid leakage from the cvc catheter in the form of a falling drop when tested at 45 psi for 30 sec. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds for each extension line. No leaks were observed from any region of the catheter while testing either line. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of holes on the catheter body was not confirmed during the sample investigation. Visual and functional inspections were performed and no issues were identified. A DHR review was performed and no relevant findings were identified. As no problem was found on the returned sample no further action shall be taken at this time.

Event description:
The customer alleges that two holes were found in the brown part of the device. This issue was noted after taking out the catheter.